Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineering (fse) was at customer's site to address the reported event. Fse confirmed main arm z-axis error. Fse performed sample nozzle z to top of right cup/tip lane adjustments. Fse lubricated the gears and slide. The customer then ran quality control (qc) on all assays with acceptable results. The instrument was verified as operational. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were three (3) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4 - error messages states the following: [4223] main arm z-axis home overrun is generated when the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The probable cause of the reported event was the misalignment of the main arm z to tip lane adjustment.

Event description:
A customer reported error message 4223 main arm z-axis home overrun with the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.